Event description:
A company therapeutic unit expert reported the vitrectomy handpiece got stuck in the trocar during surgery. A retinal tear occurred when removing the instrument from the eye which led to an intra-operative retinal detachment. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).